Event description:
It was reported that caller experienced incorrect pump time settings and needed help updating time and related personal or control settings. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to update pump time, was advised to monitor pump for any future time discrepancies greater than five minutes, and was instructed to follow up if issue recurred, which caller understood and acknowledged.